Manufacturer narrative:
On (B)(6) 2016, howmedica osteonics corp., a wholly owned subsidiary of stryker corporation (collectively ¿stryker¿), acquired substantially all of the assets of (B)(4) (the ¿transaction¿). This MDR is submitted by stryker (B)(6) as a result of a retrospective lookback resulting from the transaction. The reported devices were manufactured and distributed by (B)(4) prior to the closing of the transaction. Stryker became legal manufacturer of this product on october 14, 2016 and has taken the responsibility for medical device reporting. Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
Surgeon was implanting the screw by hand power using the provided driver blade and handle when the heard a cracking noise. He looked and saw that the head of the screw had broken off. He removed the broken screw without incident and replaced it with a 3mm screw. Initial use of the device.